Event description:
A customer reported that an infusor elastomeric device failed to deliver the intended dosage, as there was 50ml remaining in the device after the infusion. The customer indicated that this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The lot number 13e002 was manufactured between may 1, 2013 and may 2, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.